Manufacturer narrative:
Analysis was performed and confirmed that the device speaker not working. It was determined that the speaker assembly needs to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The speaker was ordered and replaced. The issue was resolved by replacing the speaker.

Event description:
The customer reported that there was speaker malfunction. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).